Manufacturer narrative:
The issue was discovered during maintenance which is outside of use. This complaint is not reportable as it would not cause or contribute to death or serious injury. The authorized service provider (asp) determined the power management board needs to be replaced. The asp replaced the power management board and the issue was resolved.

Manufacturer narrative:
Date of this report: 30jul2021. There was no patient involvement.

Event description:
It was reported to philips that there was an air valve liftoff failure in the ventilator. There was no patient involvement at the time of the event.